Event description:
It was reported that the insulin pump alarmed during a set change. Troubleshooting was performed. Advised the reporter that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device had motor error alarm during the basic occlusion test and unable to prime during testing due to faulty fsr. Motor passed motor test. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot and scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.